Event description:
A health care provider (hcp) reported that a device having issues getting a response using the emg tube. They ran an electrode check and it had red x¿s on the vocalis 1 and 2. The site then decided to replace the entire tube. It was noted that a tech in the room thought it was a positioning issue, but instead of re-positioning the tube, the doctor decided just to replace it.there was a delay for less than an hour. The case continued without issue. There was no known patient impact. On fu, it was reported that there was no patient or staff impacted by the event. It took hcp about 5 to 10 minutes to decide the tube was making too much noise, pull it out and use a new one intra-operative.

Manufacturer narrative:
H3: analysis of the returned device found electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms. Note ¿ electrical tests were performed with the side of the probe which has more surface area and prevents damage to the silver ink. The actual measurements (from the insulative coating to 3/8¿ distally) at the proximal end of the silver electrode contacts were as low as; red 28 ohms, red [w/white band] 38 ohms, blue 48 ohms, and blue [w/white band] 25 ohms which is in specification. The resistance readings became erratic or an open circuit greater than 0.3¿ from the proximal end of the contacts which is out of specification. There were no shorts between circuits. When viewed under magnification with intense backlighting, voids and micro-cracks were detected in the electrode contacts and proceeded underneath the protective insulative coating. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.